Event description:
It was reported that the patient presented in clinic experiencing discomfort due to diaphragmatic stimulation. Device interrogation revealed that the right ventricular (rv) lead exhibited slightly elevated capture threshold and phrenic nerve stimulation (pns) was observed until loss of ventricular capture. Similar issue was noted in both bipolar and unipolar vectors. Pns had been present since shortly after the initial rv lead implant. No changes or intervention were done. The patient was in stable condition.